Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Pump received with cracked case behind the pump at the battery compartment, cracked battery tube threads, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 526 mg/dl on (B)(6) 2018 at 3:30 pm. Customer symptoms are abdominal pain, chest tightness, lethargic and tired. Blood glucose value when admitted to hospital was unknown. Customer blood glucose reading for time of the incident was 526 mg/dl. Customer current blood glucose reading was 214 mg/dl. Customer was using within 48 hours of reported high blood glucose reading event. Customer was treated with insulin pump and IV. The name of the hospital is north fulton regional hospital. The reporter name is self. The reporter phone number is unknown. Customer did not perform carelink upload. Customer grandmother prefer replacing the insulin pump and discontinued troubleshooting. The insulin pump had minor scratch on the screen. The drive support condition was not mentioned. Infusion set was changed on (B)(6) 2018. Customer did not perform hp test. Products will not be returning for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.